Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6) 2019. The event resolved and the patient was doing well with t heir new pump. The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a motor stall and critical alarm occurred on (B)(6) 2019. A recovery occurred on (B)(6) 2019, and another stall occurred on (B)(6) 2019. There were no underdose symptoms as of (B)(6) 2019. Oral medication was provided. It was stated the pump was to be replaced in a couple of months and would still be explanted. Further complications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not experience symptoms as a result of the motor stall. It was stated an explant date before the (B)(6)2019 was already planned. The patient was receiving baclofen. It was stated when attempting to silence the pump alarm with the a810 the pump update was fully completed.